Manufacturer narrative:
Correction to h6 based on additional information. The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The 3mensio imagery was provided by the facility, and procedural imagery were reviewed, the following was observed: calcification present in the patient's access vessel. Undersized vessel diameters were present within patient's access vessel. The 14f sheath is indicated for vessel diameters greater than or equal to 5.5mm. Tortuosity present in the patient's access vessel. Procedural imagery shows bending of sheath shaft. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for inability to advance through the esheath, and esheath kinked were confirmed with the provided imagery. An existing technical summary written by edwards lifesciences captures the root cause analysis relevant to the reported event. The root causes identified in the technical summary were reviewed and the following were identified as applicable to this event: tortuous patient anatomy can create sub optimal angles that can lead to non coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. Per imaging evaluation, tortuosity was present in the patient's right access vessel. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub optimal angles during delivery system insertion that may lead to resistance. Scratches were observed on the sheath shaft which can be indicative of the presence of calcified nodules within the access vessel. Per imaging evaluation, calcification was present in the patient's right access vessel. Undersized vessels (e.g. Due to anatomical variation, pre existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. Per imaging evaluation, undersized vessels were present in the patient's right access vessel. The presence of the above factors can create challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath. Tortuosity can subject the sheath to suboptimal angles that can lead to shaft kinks. Excessive manipulation can further exacerbate the sheath shaft kink if compounded with vessel calcification and/or tortuosity. The technical summary also outlines the extensive manufacturing mitigations in'place to detect a defect or nonconformance associated with this issue. There are several 100% in process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non conformance contributed to the complaint.' In addition, assessment of the detailed instructions for use (IFU), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place to mitigate this issue. As such, available information suggests that patient factors (calcification, tortuosity, and undersized access vessel) and/or procedural factors (excessive manipulation) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a right transfemoral tavr procedure with a 26mm sapien 3 ultra valve, there was difficulty during insertion of the valve into the esheath+. The esheath+ was noted to be buckling in the right eia and right cia artery. The esheath+ was observed to be kinking on fluoro. The entire system was removed as whole, and the esheath+ has no visible kink or split. Upon removal of the devices, the patient became hypotensive. The team performed an angiogram of the right femoral artery, and a perforation was noted. A reliant balloon was inserted and deployed. The vascular surgery was consulted, and the case was aborted. There was no additional information provided.